Event description:
It was reported that the device preamp b is not working .no patient impact.

Manufacturer narrative:
Unit came in with a preamp calibration failure due to a defective connector printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.